Event description:
Customer reported a malfunction code, specifically malf 9, but there was no adverse impact on blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur.